Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous and severely calcified iliac artery. It was reported that the stent graft delivery system was inserted and being advanced and device kinked between the nose cone and the top of the stent graft, due to pt anatomy. The pt was treated with another device talent stent graft. No additional clinical sequelae were reported and the pt is fine. The stent graft delivery system was returned for evaluation. The stent graft was still loaded in place. There were severe kinks on the sheath at 11.25 cm, 12.5 cm and 18 cm from distal end of graft cover. The sheath was severely kinked confirming the complaint. No abnormalities with the device. The kinks were determined to have been caused by the severely tortuous and calcified vessel morphology.

Manufacturer narrative:
(B) (4). Results/conclusions: severely tortuous and severely calcified iliac artery.